Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. The customer stated that troubleshooting was performed for the blank display. The customer stated that contact on battery cap neither damaged nor corroded. The insulin pump will not be returned for analysis.